Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced due to fluid loss. Further information was requested and not yet received.

Manufacturer narrative:
Fluid leak was observed at the reservoir, model number and batch/lot number.

Event description:
It was reported that the patient experienced fluid loss at the reservoir with an inflatable penile prosthesis(ipp). The ipp reservoir, cylinder, and pump were explanted and a new ipp reservoir, cylinder, and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.